Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-3370-0002 stopcock lot number: 1300497 was received for investigation. Visual evaluation noted that one of the levers of the returned device was damaged and had fallen apart. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/20/2024, it was reported by a facility representative via sems-06668583 that an ar-3370-0002 stopcock, double, spare, for synergy hd3 sheath lever broke off during a case. There was no harm to the patient. This was discovered during a procedure. Additional information was requested.